Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was not possible to identify the cause of the incident, however, the most probable cause of the complaint could be due to a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had burn damage on the forceps holder. There was no patient involvement.